Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump alarmed pump error. The customer's blood glucose was unknown at the time of incident. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device received with constant this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement alarms due to connector fully unlocked during visual inspection. Unable to perform displacement test, rewind test, prime test, basic occlusion test, force sensor test and occlusion test. Unable to verify no motor movement or negligible movement. Retries to free a stuck motor failed alarms due to this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement.